Event description:
It was reported that a patient completed the aveli procedure on (B)(6) 2023. On (B)(6) 2023 the patient presented with a seroma and had approximately 35 cc of clear red fluid removed. The physician reported that liposuction was also performed in the area and that the liposuction could have contributed to this adverse event.